Event description:
Related to (B)(4). The hospital reported that during a routine endoscopic vein harvest procedure using the vasoview hemopro 2 system, the device timed out prior to harvest completion. The device was allowed to cool in accordance with the instructions for use (IFU); however, the issue persisted during subsequent attempts to ligate vein branches. The pre-cautery test was not performed per the IFU. Unknown if the beeping sound was heard when the toggle was pulled back to activate the device. The surgeon did not change the extension cord. The power supply was not swapped. Setting on the generator was 3. The device was removed from service and replaced with a new hemopro 2 evh device, which also timed out unexpectedly. Third device opened and functioned without issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.